Manufacturer narrative:
(B)(4). Investigation summary: one photo and one hundred and eighty samples were provided to our quality team for investigation. Upon visual inspection, twenty four blisters were observed with no defect, the remaining one hundred and fifty-six blisters were missing either partial or complete non-variable information, all variable information (lot, expiration date, etc.) Was visibly printed on the blister paper. A device history review was performed for reported lot 2003226, no deviations or non-conformances were identified during the manufacturing process related to the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While no direct issue was identified, it was confirmed this instance occurred as a result of human error, the paper roll not being properly replaced by the machine operator. The manufacturing facility has been made aware to increase awareness of this matter. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that syringe 30ml ll was missing a label. The following information was provided by the initial reporter: "incorrect labeling. The stock without the correct labelling has been found in theatre at mmh, action team have checked and will quarantine any stock until advised what to do."